Manufacturer narrative:
(B)(4).

Event description:
Shock impedance greater than 150 and out of range. It was 81 at the last follow up. Lead will be evaluated for fracture and remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.